Event description:
See initial report.

Manufacturer narrative:
Follow up communication revealed that the customer decided not to repair the device. Based on the review of similar complaints, the most likely root cause may be assigned to one of the following: - electrical failure of the gas blender components (mass flow controllers and sensors), - internal damage of the air pathway causing an air leak, - improper connection of gas hoses to the device causing air leak and preventing the blender to provide set flow. One similar event has been registered on involved device since its installation in 2008. Based on the collected information and considering the manufacturing year of the unit, the most likely root cause of the reported issue is related to the wearing of the unit, which likely led to one or more causes reported above. The wearing of electro-mechanical device can be originated by use conditions at customer¿s site and may have contributed to the event, however there is no concerning trend for this kind of failure. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H11: livanova deutschland manufactures the electronic gas blender. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that an electronic gas blender does not meet the flow requirements. The issue was found during annual preventive maintenance performed by a livanova field service representative. There was no patient involvement.